Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-09123; reference MFR report: 1627487-2013-09124. It was reported the pt (B)(6) is experiencing pocket heating while charging the ipg. A replacement charger did not resolve the issue. Surgical intervention is pending to address the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory and a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.